Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was sent to the service center for repair. The repair report indicates: short circuit in the motor cable. Motor cable replaced. "Micro": preventive replacement of o-rings performed acc. To service manual functional test acc. To test procedure completed. The short circuit in the motor cable is the root cause of the failure. No further information regarding the cause of this defect has been provided to help determine a root cause for this failure. This complaint can be confirmed because the short in the cable would cause the hand piece to look like the motor is jammed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 5-27-2016 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado handpiece with hand controls did not turn as the motor was jammed. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.